Manufacturer narrative:
The reported event of guidewire perforated the lead body insulation was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found a small hole along with coil offset near the s-curve region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
Related manufacturer reference number:2182269-2023-00020. It was reported that the patient presented for a scheduled procedure. During the procedure, the scrub nurse put a hole in the left ventricular lead with the distal end of an interventional wire. The lead was removed and replaced. The patient was in stable condition.